Event description:
Our affiliate is reporting to us that the patient underwent a successful "mini open" shoulder repair with the use of a healix 5.5mm w/orthocord for fixation on (B)(6) 2010. In this procedure, the surgeon harvested the unused portion of the healix anchor's suture to close up the cut in the deltoid that was made earlier in the procedure to access the bone territory for the fixation device. Subsequently, it was detected that the wound was not healing properly. Cultures were negative; they believe that it is a foreign body reaction to the orthocord in the deltoid. The patient underwent a re-surgery and removed the suture at the deltoid area. This is all of the information made available to mitek to date. Questions out.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.